Event description:
Boston scientific received information that a replacement procedure was performed, this device with non-boston scientific leads was removed and replaced. Reportedly, this was due to a pocket infection. No further patient symptoms were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.